Event description:
Customer claims co-worker removing cap from filled tube and cut finger.

Manufacturer narrative:
No failure detected and product within specification on retention samples. No customer samples available.